Event description:
It was reported that a patient experienced intermittent bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, and the patient requested assistance reconnecting after starting a new sensor; education and troubleshooting were provided, and no alerts or alarms were reported. No adverse clinical symptoms reported. Outcomes included no need for medical intervention and no impact on activities of daily living. User support included technical troubleshooting and user education focused on wireless communication and pairing procedures. Investigation of this case revealed a suspected communication disruption between the continuous glucose monitor and the ilet without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity issues related to pairing or signal environment.

Manufacturer narrative:
Initial.